Event description:
Information was received from a patient regarding an external device. It was reported that the patient experienced technical issues with their external device; it was prompting them to call the manufacturer. The reason for call was patient (pt) reported they saw a "call manufacturer" message on their controller that said "batteries were dead or something" probably a week ago. Pt noted they were trying to charge their implantable neurostimulator (ins) and they saw a message to charge their controller so they went to charge their controller and that is when they saw the "call manufacturer" message. Patient service specialist (pss) helped the pt perform a reset of the controller and confirmed the green light was blinking on the controller when plugged into the outlet. Pt noted they saw "memory problem, data has been lost, repeat the set-up process" and the "no device found" messages after resetting their contro ller. Patient services (pss) helped the pt inspect the recharger antenna (rtm) cord, rtm plug, and controller port, but no visible damage was detected. Pt mentioned the recharger (rtm) coil and rtm cord was hot to the touch when charging the ins. Pt attempted to initiate a charge session to their ins, but they saw the "battery empty, cannot continue, recharge the controller" message and was unable to charge their ins. The issue was not resolved. A replacement recharger (rtm) was sent out to the patient. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed scratch marks on rtm donut and insulation is pulled too far out of rtm donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.